Event description:
Healthcare professional reported a lap-band pt who was experiencing dysphagia, heartburn, gerd and "adhesion right at [pt's] hiatus "first noticed when the pt" was having chronic issues with heartburn and gerd and it wasn't being resolved with medication." The lap-band system was explanted and not replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The reporter stated the pt "wants to keep it" after pathology. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Dysphagia and adhesions are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The events of heartburn and gerd were pre-existing conditions. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." And may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."